Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, shock testing, and ECG monitoring stress testing in leads and pads views using test accessories without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. No trend is associated with reports of this type. The ECG cable and multifunction cable that were used at the time of the reported event were not returned for evaluation.